Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnostic procedure, which was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the system log files showed a fault in the electrical network. Fse checked the power board, and no issues were found. Fse identified the cause of the issue as a power surge. Fse advised the customer about the issue. The issue was resolved by restarting the system, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that there was no malfunction of the system. Fse checked the power board, and no issues were found. Fse identified the cause of the issue as a power surge. No malfunction in the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was turning off on its own. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.